Manufacturer narrative:
Follow up 5/9/2016: it was reported that the customer was released from the hospital on (B)(6) 2016. Customer will remain on manual injections until pump therapy is resumed in a couple of weeks. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of above 500 (mg/dl), elevated heart enzymes and an undisclosed impact to the kidneys. Prior to hospitalization, customer delivered a bolus and a 20 unit insulin injection; however, elevated bg levels persisted. Contact did not have pump available at the time event was reported, therefore troubleshooting with tandem technical support was unable to be performed. Customer was still hospitalized at the time event was reported and being treated with intravenous insulin.